Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation of the complained screw shows that the tip of the screw is deformed due to a mechanical over load situation during insertion. The tip of this screw is flattened as a result of strong mechanical contact with hard bone. It maybe that this screw was not inserted properly into the hole of the bone and therefore got damaged. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected and the device was manufactured according to the specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. As the investigation of the complained screw shows that the tip of the screw is deformed due to a mechanical over load situation during insertion, the device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the screw tip is deformed, the doctor inserted the self-drilling screw into the skull and this screw could be inserted but could not be fixed into the skull. The doctor found that the tip of the screw was dull. No further information was provided. This is report 1 of 1 for complaint (B)(4).